Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due leakage occurring from sw1. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign material in the jet tube, which is most likely a result of insufficient reprocessing. Water tightness was lost, due to damage on switch 1. The air/water cylinder and the suction cylinder, both had no color. The plug unit was scratched. The label on the suction connector was peeled. The insulation resistance value did not meet the standard value, due to adhesive peeling around connecting tube. Due to damage on close control unit, the image had shadows. The probe cover and the light guide lens, both had a crack. Due to clogging of jet tube in control unit, water could not be supplied, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had defects of the whole distal end. The device was returned for evaluation. During the device evaluation, the jet tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.